Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set there was insufficient blood flow. There was no report of patient impact or adverse event.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 12-mar-2024. H.6. Investigation summary: bd received fifty (50) samples for investigation. Ten (10) samples were evaluated by functional testing and the indicated failure mode for insufficient blood flow was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
D2. Medical device type: one additional code applies; fpa d2a. Common device name: blood specimen collection device; intravascular administration set h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set there was insufficient blood flow. There was no report of patient impact or adverse event.